Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified and a different issue was identified.

Event description:
It was reported that customer dropped pump and an unspecified malfunction occurred. Customer's blood glucose level was 103 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.